Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2021 as the event date is unknown. Block h6: medical device problem code a04 for the reportable issue of ligator housing damaged. Block h10: investigation results: the returned speedband superview super 7 was analyzed. A visual evaluation noted that the handle assembly and ligator head were returned with the device. It was noted that the ligator head was returned with the shrink wrap and did not present issues. Dimensional examination was performed on the red strip of the shrink wrap and it was found to be within specification. Additionally, a media inspection of the photo provided by the customer showed the shrink wrap on the ligator head. The reported event could not be confirmed. Based on the evaluation of the returned device, the device showed neither evidence of the alleged issue nor any defect which could have contributed to the complaint. Therefore, it was concluded that the investigation conclusion code of this event is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were opened on an unknown date. It was reported that there was difficulty removing the shrink wrap off the ligator head. The red strip that is used to take the shrink wrap off is tight and does not come all the way over the tip of the ligator head so the physician is not able to get a hold of it. In trying to find alternate ways to remove the shrink wrap the bands are either moving out of their original places or are loaded incorrectly to begin with. There was no patient or procedure involved in this event. Note: a photo of the complaint device was provided by the complainant showing the ligator head with the shrink wrap still on.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as the event date is unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were opened on an unknown date. It was reported that there was difficulty removing the shrink wrap off the ligator head. The red strip that is used to take the shrink wrap off is tight and does not come all the way over the tip of the ligator head so the physician is not able to get a hold of it. In trying to find alternate ways to remove the shrink wrap the bands are either moving out of their original places or are loaded incorrectly to begin with. There was no patient or procedure involved in this event. Note: a photo of the complaint device was provided by the complainant showing the ligator head with the shrink wrap still on.